Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the o2 sensor and the device then passed all testing.

Event description:
This complaint was identified as reportable through a retrospective review. It was reported that during patient use, a ventilators oxygen (o2) sensor malfunctioned. There was no report of patient harm as a result of this event.